Event description:
It is reported that humerus prosthesis (right side) has dislocated, axillary view. No revision surgery, too risky, because of post-op nstemi + ccf, pt refused and unfit for revision.

Manufacturer narrative:
The manufacturer did not receive products, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).